Event description:
Customer has burning on unit and power cord. Model #wf-16 (white) // serial #(B)(6). Unit started burning while charging, unit was charging when it started smelling like burnt, using once a day, no damage to home, no shower usage, owned for 2wks.